Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the tps micro driver was not working. Additional anesthesia was administered to the patient due to a 20 minute delay to find another device. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay and no permanent damage to the patient were reported.

Event description:
It was reported that during a procedure the tps micro driver was not working. Additional anesthesia was administered to the patient due to a 20 minute delay to find another device. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay and no permanent damage to the patient were reported.

Manufacturer narrative:
A damaged pcb board was found during the device evaluation, which is the probable cause of the reported event. The device will be repaired returned to the user facility.